Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by field service engineer. The reported issue was reproduced during troubleshooting, and the o2 gas module was identified as defective and requiring replacement. The o2 gas module regulates the inspiratory gas flow and a faulty o2 gas module may affect the delivered volume or gas mixture (o2/air). The defective part was not returned for investigation, despite request. The device's logs were not provided for further analysis. Our conclusion is that the defective part was the cause of the failure.

Event description:
Manufacturer's ref. #: (B)(4).